Event description:
It was reported that during surgery when putting screws into the target device, they did not fit through the guide holes. All holding devices that were on site were used and they did not fit in. Two out of four in the package did not fit (2 t2 sets and 2 nail holding screws). Because there was no compatibility with the screws and the target device, the implant could not be attached. Spare screws were used and the surgery was completed.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.